Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon follow up, the customer reported that the device was cleaned disinfected and sterilized before sending it to olympus. It is unknown when the foreign matter adhered to the endoscope. It is unknown what the material is. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, and sponges. The customer did not flush the ai/water channel with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, the air supply volume and water supply volume does not meet the standard value. There were few additional findings. The angle play is out of specification; insufficient angle outside of required specification; the objective lens had an adhesion cloudiness; the objective lens had scratches; the light guide lens had adhesion cloudiness; the image guide coil had a scratch; the image guide coil had buckling; the image guide coil had discoloration; the channel cover had discoloration; the angle knob had corrosion; the bending section cover has a scratch, the bending section cover had an adhesion chip; the bending section cover had cloudiness, the bending section cover had adhesion cracks; the switch 1 button had scratches; the switch button 2 had a scratch; the switch 3 button had wear; the connector had scratches; and the image had shadowing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor air and water supply. The event was found during inspection for use for the intended diagnostic procedure. The procedure was completed with a replacement device of the same model. The device was inspected before use. There is no report of patient or user harm associated with this event. Subsequently, the device was returned and evaluated. During inspection and testing at the repair center, it was observed that there was foreign matter clogged in the nozzle. This report is being submitted for the malfunction found during the device evaluation.